Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid right coronary artery (rca) with mild tortuousity. The patient presented with angina. Angiography revealed 95% stenosis in the mid rca. Pre-dilatation was performed with a 2.5 x 10 non-abbott balloon catheter. Through radial approach at 16 atmospheres, a 3.0 x 48 mm xience xpedition stent was deployed. Then post-implantation, fluoroscopy showed a proximal edge dissection which was covered with another unspecified xience xpedition stent. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.